Manufacturer narrative:
E1 establishment full name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device exhibited the image is out of focus and the zoom doesn't return back. The issue occurred during reprocessing. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
Updated: d8, d4 serial #, g4 PMA/510(k) #, h3, h6, h11. This report is being supplemented to provide additional information based on the final investigation. Based on the results of the investigation, the reported image focus issue was found to be the result of a damaged charged-coupled device (ccd). A definitive root cause of the ccd damage could not be determined. However, the issue was likely the result of stress due to repetitive use, external factors, or handling. Additionally, foreign material was observed on the device nozzle. The foreign material was not identified, and a definitive root cause of the issue could not be determined, however, the issue was likely the result if insufficient device cleaning/reprocessing. Olympus will continue to monitor field performance for this device.